Manufacturer narrative:
To date, the unit subject of the event has not been released by the customer to steris for further evaluation. Based on the technician's inspection, the c6 contactor was stuck in the closed position which allowed the drying elements to overheat and the reported event to occur. The user facility was provided with a replacement washer. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found it to not be operational. The unit was removed from service. Steris has requested that the unit subject of the event be returned to steris for evaluation; steris is awaiting a response from the customer regarding release of the unit. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their reliance vision single chamber washer caught fire. The department was evacuated, and the fire department was dispatched. No report of injury. The user facility reported procedure postponements due the reported event.